Manufacturer narrative:
The patient is in good condition. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Conclusion code: this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.0/+3.0/094 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the lens tore/broke during delivery into the eye. The lens was not exchanged for another lens. At one day post-op the intraocular pressure was 14mmhg.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens and residue on the product. Visual inspection found the optic torn, haptic torn and presence of residue on the lens surface. (B)(4).